Event description:
The customer performed a blood test on the contour next link. The meter automatically marked it as a control test, which will be displayed as a control result when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the test strips for evaluation. New meter and strips were sent to her.